Event description:
Hcp reported patient complaints of weakness and numbness in the right leg since easter 2003. Patient was hospitalized in june 2003. Ipg interrogation was unsuccessful. Hcp reported plans of ipg and lead removal but no attempt will be made to dislodge the lead for fear of injuring the dura. Hcp reported the patient has not used the device since 1998 due to back pain with device on. No report of device explantation. A follow-up report will be sent when additional information is received.